Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call, the customer stated that he was thirsty, had blurry vision, and was hungry even though he had just eaten. Customer was advised to seek medical attention; customer did not confirm that he would go to the hospital at the time of call. No further information was able to be obtained.